Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. In addition, it was reported that the battery "took longer than usual" to charge. Customer's blood glucose ranged from 115 to 140 mg/dl. Reportedly, customer continued pump therapy.